Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the device has not worked in 10 years and the device hasn't been turned on in a month or two. It was reviewed the device should last 9 years and based on registration data the device is only 8 years old. No symptoms or further complications were reported.